Manufacturer narrative:
Correction: section h6 - medical device problem code should have been "1383 - incorrect measurement" instead of "1535 - incorrect, inadequate or imprecise result or readings".

Event description:
It was reported that the patent went into ventricular tachycardia (vt)/ventricular fibrillation three times within an hour and became unconscious. It was noted that the implantable cardiac monitoring (icm) device did not catch the tachycardia episode and labelled it as atrial fibrillation (af). The episode was seen but not adjudicated properly. The patient used the symptom button which enabled the episodes to be seen by the physician. The physician did not seem to notice that a tachy episode was not triggered but an atrial fibrillation (af) episode. The physician was glad the episode could be seen through the patient symptom and alert transmission. The concern was the inability of the icm to label the episode correctly. However, given the nominal programmed settings the icm operated correctly. The nominal of 250ms sense refractory period is what may have caused the icm to miss every other beat of vt and label the episode as af. The nominal tachycardia rate was also too high as confirmed by the physician. The patient was being monitored. Future programming changes on the icm were to be discussed with the physician. The patient was stable.